Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help. The patient had not been able to get an appointment.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that in 2003 the patient had a car accident and severed nerves. In 2003, the implant on the left side only worked for 2-3 month. The implantable neurostimulator (ins) wasn¿t doing well in the body due to the other injury. Additional information has been requested but was not available as of the date of this report.